Manufacturer narrative:
(B)(4). Sw 4.11d. Retainer ring = black. Customer complained about the unit having a crack on the casing on event date of (B)(6)2021. Insulin pump received in critical pump error after battery insertion. Swapped pcba 1 with a test pcba 1 and the unit booted up. The history download was successful using thus software and the crest software did not have to be used. No related alarms/alerts in the history files on event date of (B)(6) 2021 or on any other dates in the history. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, missing display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner and scratched case. The unit was cut open with moisture damage on the force sensor assembly, corrosion on the motor assembly, corrosion on the lcd assembly and moisture damage on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for critical pump error due to severe corrosion on the motor power supply circuitry and rf circuitry on pcba 1. Unit was confirmed for cracked case at belt clip rail corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.